Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection revealed that the tube was disconnected from the upper y. Further examination revealed that the tube was low inserted into the y when originally connected. The reported issue was confirmed, and the cause was determined to be due to machine assembly error. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. This occurred during patient infusion of non-vesicant intravenous antibiotics. The reporter stated that the administration set had separated into two pieces at the junction of the tubing and inlet port. As a result of the separation, a 20-30 cm patch of blood was noted on the patient¿s gown. The reporter stated that the ¿patient¿s observations were stable and his blood gas showed his hb was unaffected.¿ the patient did not require any medical intervention due to the blood loss. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.